Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The medication dose did not fully infuse during the expected therapy time. The device was filled with 5-fluorouracil in sodium chloride 0.9%. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured on september 22, 2022- september 23, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified.  Due to the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.